Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture baker grade IV and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture baker grade IV", "seroma-late", "crease/folding", and "cyst."

Event description:
Healthcare professional reported left side "capsular contracture baker grade IV", "seroma-late", "crease/folding", and "cyst." Device remains implanted.

Event description:
Healthcare professional additionally reported "skin calcification in the left breast with a benign appearance." Treatment with analgesia occurred. Device has been explanted.